Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. The customer did not provide a bg value. Reportedly, the infusion set cannula was kinked. Customer changed the infusion set and delivered a bolus to address bg levels. The reported issue was due to the infusion set. Tandem technical support was unable to obtain the infusion set information.